Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation, the lead also exhibited loss of capture and patient experienced asystole greater than 2 seconds. No additional adverse patient effects were reported.